Event description:
The hosp staff attempted to administer a defibrillator shock to a pt during transfer of the pt within the hosp. The device allegedly failed to change to the selected energy. Another defibrillator was made available and used. There were no adverse affects to the pt reported as a result of the alleged malfunction.